Event description:
It was reported that the patient presented remotely via merlin net. Transmission revealed that the right atrial lead exhibited noise oversensing. No intervention was performed. Patient status was not known.

Manufacturer narrative:
Manufacturing date is unavailable.